Manufacturer narrative:
Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2022, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio reflect meter was displaying an unknown error message after applying a blood sample. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient reported that the error message began to appear at an unspecified time on (B)(6), 2022. The patient stated that she was unable to perform a blood glucose test on the subject meter and had a ¿headache¿ since then. The patient manages her diabetes with insulin (self-adjusting) and claimed that she did not take any action in response to the alleged issue. At the time of the call with lfs at 3 pm, a nurse assisted the patient in performing a blood glucose test and obtained a reading of ¿266 mg/dl¿ on the subject meter. The patient treated herself with one dose of insulin. At the time of troubleshooting, the customer care agent (cca) noted the subject meter was not being used for the first time and the issue was resolved during troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event while the alleged meter issue began. The meter issue caused a delay in treatment.